Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 50-59mg/dl; cause was unknown. Juice was consumed to treat bg level. Tandem technical support reviewed pump data logs and found no issues. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: event 1: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 2:00:28 am to 3:30:28 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:00:28 am. On (B)(6) 2019, at 9:17:39 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 2: blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) from 7:44:55 pm to 7:49:55 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 7:44:55 pm. A tubing fill of size 12.0037 units was observed on (B)(6) 2019 at 6:55:24 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, at 5:26:15 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, at 6:38:24 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Event 3: blood glucose (bg) values from 51-55 mg/dl were recorded by continuous glucose monitor (cgm) from 3:14:56 am to 3:19:57 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 3:14:56 am. On (B)(6) 2019, at 10:02:49 pm, user made a bolus request of size 1.86 units, approximately 5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. On (B)(6) 2019, at 1:05:25 am, user made a bolus request of size 3.51 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 4: blood glucose (bg) values from 51-54 mg/dl were recorded by continuous glucose monitor (cgm) from 2:19:51 am to 2:49:48 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:19:51 am. The cause of the low bg could not be determined based on the review conducted. Event 5: blood glucose (bg) values from 42-53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:34:35 am to 1:49:35 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 1:34:35 am. On (B)(6) 2019, at 8:51:20 am, user made a bolus request of size 2.11 units, approximately 4.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 6: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 7:34:26 am to 9:14:28 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 7:34:26 am. The cause of the low bg could not be determined based on the review conducted. Event 7: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 55 mg/dl were recorded by continuous glucose monitor (cgm) from 2:04:14 am to 2:59:15 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:04:14 am. The cause of the low bg could not be determined based on the review conducted. Event 8: blood glucose (bg) values from 44-55 mg/dl were recorded by continuous glucose monitor (cgm) from 4:13:41 am to 4:48:39 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 4:13:41 am. The cause of the low bg could not be determined based on the review conducted. Event 9: blood glucose (bg) values from 41-51 mg/dl were recorded by continuous glucose monitor (cgm) from 11:18:14 pm to 11:33:13 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 11:18:14 pm. On (B)(6) 2019, at 5:13:58 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.